Event description:
The patient reported that he was in the hospital for 3 weeks, because his doctor his having a hard time controlling his high blood glucose from 18-28 mmol/l (324-504 mg/dl). The patient's normal range is 10-15 mmol/l (180 to 270mg/dl). His doctor is not sure why his blood glucose readings are high, but is currently trying some new medications to see if it may help him control his blood glucose levels. The patient stated that his infusion device is working fine and that he is able to bolus to bring his blood glucose down. The hospital also allowed the patient to continue to wear the infusion device, while in the hospital, because it helped him better control his blood glucose level. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.